Event description:
Subsequent to the initial medwatch being filed, analysis of the returned device noted that the distal shaft was not separated as reported; however, the hypotube was returned separated. Additional information received from the site confirmed that the hypotube separation did not occur during or post procedure but may have occurred during packing of device for shipment back. No additional information was provided.

Event description:
Reportedly after pre-dilatation and insertion of a xience v 3.5/28 distally in the same artery, while introducing a xience prime 3.5/38 proximal, the shaft broke and it refused to be inserted. There were no adverse patient effects or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The kinked shaft was confirmed. Additionally, the distal shaft did not separate as originally reported. There were two kinks noted in the hypotube which is likely what was inadvertently reported as a shaft break. The difficulty to position could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.